Event description:
It was reported that during a da vinci myomectomy procedure, the customer noted that the mega needle driver instrument wire was broken at the end of the instrument. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. Other cables at wrist were undamaged. No other damage was found..